Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after a post-meal rise, with continuous glucose monitoring indicating a downward trend and a fingerstick confirming a nadir of 69 mg/dl; the user had approximately 5 units of insulin on board and treated the low with oral glucose per instructions, after which glucose returned to 100 mg/dl. Symptoms included no immediate adverse effects. Outcomes included no need for assistance and no professional medical intervention or hospitalization. Investigation included complaint intake, user counseling on hypoglycemia management, and product-use troubleshooting and education. Investigation of this case revealed no device malfunction signals and an unclear precipitating cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.